Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer contacted cts, who provided assistance in resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and call back if the malfunction code reappears. The caller acknowledged and understood the instructions provided by cts.